Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower fill estimate than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge filling steps, reloaded same cartridge with guidance from technical support, and then delivered test bolus while disconnected to update insulin estimate, which reduced difference between displayed and expected values to within acceptable range, resolving issue; no additional information was received regarding any further outcome.